Event description:
The pharmacy reports a clinician setting up the set in a pt home found the overwrap of the set was filled with fluid. Upon inspection by the clinician, it appeared the seam on the bag of the set leaked 5fu. No pt injury or medical intervention was reported.